Event description:
Reporter from (B)(6) reported debris in sterile packaging. The device was not used in surgery. It is unknown if injury or medical intervention occurred. The occurrence date is unknown. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent.